Manufacturer narrative:
This report is being updated to report findings of the investigation. New information is provided in h4, h6, and h10. A review of the device history record (DHR) was conducted and it was confirmed that there were no abnormalities in manufacturing. Conclusion the root cause could not be identified. The following causes can be inferred from the survey results. Five years or more have passed since the device was manufactured, and it is presumed that the deformation is generated by the wear of the output connector and power switch due to the repeated use over time. We also speculate that this resulted in the instability of the electric contact point, which affected the communication between the light source device and the video controller, resulting in the generation of b30. We speculate that there was a strong impact to the front panel causing the noted damage.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user facility report was confirmed and findings found a faulty scope socket has no image output and b30 error code message displays. Additionally, lamp life meter is reading over 500+hours, bottom front panel cracked, main power switch stuck intermittently, unit was already equipped with the newest version main switch. The device was serviced with replacement parts and returned to the user facility. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the device has connector issues when plugging scope into light source and is giving an error. The reporter states this occurred during preparation for use so no patient involvement. No additional information was provided.